Event description:
It was reported that during a coronary drug eluting stenting procedure, crossing difficulties were encountered. The tight, calcified lesion in the third segment of the rca was pre-dilated, but the physician was unable to cross the lesion with the taxus express2 drug eluting stent. He again predilated the lesion and again was unable to cross the lesion. While attempting to retrieve the device, the hypotube of the delivery device broke outside of the pt. The physician was able to retrieve the separated catheter segment, however, the stent dislodged and migrated to the femoral artery. It is uncertain if the pt required surgery for removal of the stent from the femoral artery. The pt underwent a rotablator and stenting procedure several days later. The pt status is unknown.